Event description:
After shoulder surgery, noticed a burn at pad site. Dir of nursing stated that, the pt was released and treated with a topical treatment. Pad was a 3m pad, placed on thigh. They have since, switched to the valleylab after receiving our recommendation to do so. Pt has made a full recovery at home without problems.

Manufacturer narrative:
Unit passed all functional tests and product is within specs. No problem found.